Event description:
The customer reported via phone call that the insulin pump had air bubbles in the reservoir. The customer broke her leg and currently has meniscus. Customer stated it was possible that there was a loose connection from the transfer guard to the vial. Customer's blood glucose level was 158 mg/dl. The device was not returned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.